Event description:
It was reported that the user experienced difficulty attaching the tubing adapter to the cartridge after rewinding the tubing; the cartridge seated in the device, but the adapter would not connect, twist, and lock, and replacement of the connector resolved the issue during the call, consistent with a fitting problem involving the connector/coupler component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a mechanical problem consistent with a fitting problem of the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.